Manufacturer narrative:
Complaint conclusion: as reported by a voluntary event report, the patient was undergoing an outpatient upper extremity venography, possible angioplasty procedure when an angioplasty powerflex pro balloon ruptured in the vein. A fragment broke off the delivery device. Retrieval of the fragment was successful but it prolonged the procedure time. The product was not returned for analysis. A device history record (DHR) review of lot 15766971 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ and ¿balloon separated-in-patient (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿the powerflex pro pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The device is also indicated for post-dilation of balloon-expandable and self-expanding stents in the peripheral vasculature. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). Please note that the report number for the voluntary report received is mw5055292. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a voluntary event report, the patient was undergoing an outpatient upper extremity venography, possible angioplasty procedure when angioplasty powerflex pro balloon ruptured in vein. Fragment broke off of the delivery device, retrieval of fragment was successful but it prolonged the procedure time.